Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead. The rv lead was reprogrammed, remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: defibrillator (ICD), implanted: (B)(6) 2012; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).